Event description:
The customer reported that on 15/09 a diaphyseal fracture of the right tibia was treated with a triax blue fixator. At the end of the implantation, during the closure of the standard clamp code 5150-3-070 lot h24962 ((B)(4)) there was a breakage of one of the two nuts of the cover of the clamp that block the chips, with consequent loss of the seal on the chips and therefore of the obtained reduction of the fracture. Not having a second clamp to perform the replacement, the surgeon opted to remove and implant hoffmann 3 fixator. The patient will undergo a first checkup on monday 27/09 at which time they will evaluate the stability and decide whether or not to convert it to unilateral.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that on (B)(6) a diaphyseal fracture of the right tibia was treated with a triax blue fixator. At the end of the implantation, during the closure of the standard clamp code 5150-3-070 lot h24962 ((B)(6)) there was a breakage of one of the two nuts of the cover of the clamp that block the chips, with consequent loss of the seal on the chips and therefore of the obtained reduction of the fracture. Not having a second clamp to perform the replacement, the surgeon opted to remove and implant hoffmann 3 fixator. The patient will undergo a first checkup on monday (B)(6) at which time they will evaluate the stability and decide whether or not to convert it to unilateral.

Manufacturer narrative:
Corrections: please refer to h6 device code. The reported event could be confirmed, since on screw is broken as reported. Visual inspection: the visual inspection has shown that one of the two screws, of the clamping mechanism for the small pins, is badly damaged/deformed from use. By the other one, we got only a bit of the screw tip thread returned, which is blocked in the blue counterpart, the screw head and shaft got not returned for evaluation. Most likely the breakage is a result from to much force by locking. A disassembling from the broken screw and the blue part is not possible. Furthermore, the blue coating is faded a round the hole and some of the material is deformed from use. Functional inspection: the damaged/deformed screw is still function, the other screw is not functional anymore as it is broken and blocked in the hole. Based on this, as one of the two screws from the locking mechanism is broken, the whole locking mechanism is not functioning anymore. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user error related issue. The failure was caused most likely by to much force. If more information is provided, the case will be reassessed.